Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed a fatal error message. The technical support specialist (tss) found station experienced lockups and configuration issues. Inspection revealed that the d drive was incorrectly named as e, which was corrected. A firmware update utility was executed, and missing folders in the hard drive were restored to prevent extended boot times. The station database was relocated to the correct directory to avoid further errors. The station was configured properly, and logs indicated normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shuts down when idle and displays a fatal error message and pyxis server shows as not communicating and on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.